Event description:
Same case as MDR ID 2134265-2012-02495, MDR ID 2134265-2012-02494, MDR ID 2134265-2012-02498. (B)(4). It was reported that during a stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled in (B)(6) 2011. The target lesion #1 was a long lesion extending from the proximal rca (right coronary artery) to mid rca with 90% stenosis and was 45 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of 3 x 28 mm and 3 x 20 mm taxus element stents in an overlapping manner, with 10% residual stenosis. The target lesion #2 was located in the 1st ob marginal (obtuse marginal) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. The target lesion #2 was treated with pre-dilatation and placement of 2.5 x 28 mm taxus element stent, with 10% residual stenosis. The target lesion #3 was located in the proximal lad (left anterior descending) with 75% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The target lesion #3 was treated with pre-dilatation and placement of 3.5 x 24 mm taxus element stent. Following post-dilatation, residual stenosis was 10%. During index procedure, a myocardial infarction was reported. Elevated cardiac enzyme values were observed 1 day after the index procedure. Pre-procedure cardiac enzymes were not obtained. No electrocardiogram (ECG) was performed and baseline ECG is not available. The subject did not experience any ischemic symptoms. No other action was taken to treat this event. The event was considered resolved without residual effect and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).